Event description:
It was reported that the patient presented in the hospital for implant procedure. The pacemaker was in backup operation after the implant procedure. Programming changes were made. The patient's condition was stable.